Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation could not be confirmed; however, it is possible that the noted damaged balloon proximal to the stent was identified as a stent deformation the reported difficult to advance and difficult to remove could not be tested due to the device condition. The reported material twisted/bent was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing the stent delivery system (sds) over the guide wire include, but are not limited to, procedural contaminant buildup in the guide wire lumen, inner diameter of the guide wire lumen, outer diameter of the guide wire, and/or damage to the guide wire lumen or guide wire. In this case, it is unknown what may have caused the reported difficulty advancing the sds over the guide wire. It is possible that manipulation of the device when inserting the guide wire resulted in the reported twisted / bunched material (inner / outer member). The twisted / bunched material possibly contributed to the difficulty removing the sds over the guide wire. Additionally, the reported material deformation (stent) was unable to be confirmed by return analysis, it is possible that the damaged balloon proximal to the stent was identified as a stent deformation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 95% stenosed lesion in the anterior descending artery. When backloading the 3.00x12mm xience xpedition stent delivery system (sds) over a non-abbott guidewire (gw) resistance was noted and the stent became twisted outside the patient. Removing the sds from the gw was met with difficulty. There was no adverse patient effect and no clinically significant delay in the procedure. Another same size xience xpedition stent was used to complete the procedure. No additional information was provided.